Event description:
It was reported that the device was used during a cholecystectomy. The clip could not be loaded. Another device was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the instrument was nonfunctional. The instrument was cycled and ejected the remaining clip due to a misassembled lifter spring.